Event description:
An angio seal device was placed in the right femoral artery, however hemostasis was not achieved and a femostop was put in place to achieve hemostasis. Pt lost distal pulses two hrs post-operatively and was taken to surgery for vascular repair of the vessel occlusion. The angio-seal device was removed. Pt was discharged the next day.